Event description:
It was reported the camera head presented a broken cable. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected field: h8. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in the cable unit; the endoscopic image cannot be displayed; watertightness lost. Based on the results of the investigation, a root cause for the reported issue could not be established. Based on the results of the investigation, it is likely the image was not displayed due to a disconnection in the cable unit and watertightness was lost due to the broken cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.